Event description:
A complaint was received regarding a chemoclave vented vial spike in which it was reported that they have been experiencing leakage when drawing from vials equipped with this device. The pressure balancing does not work properly with the air intake, resulting in persistent pressure inside the vials. The status of the product at the time of event was during priming, there was unprotected chemo exposure for the health professional. The adverse operator consequences were not specified, and no medical or surgical intervention was required. There was no patient harm, but there was delay in critical therapy.

Manufacturer narrative:
Investigation summary one (1) used. List #011-ch-74s, connected to, 0.9% sodium chloride 100ml vial and a used, 20ml syringe and seven (7) new. List #011-ch-74s, chemoclave¿ vented vial spike, 20mm were returned for evaluation. As received, when the syringe was disconnected the seal was stuck down. No additional damage or anomalies were noted. The used and the new samples were primed as procedure and no flow restriction was noted. The clave was dissembled and no anomality was noted. The ID of the returned mating device was measured finding within specifications. Complaint of difficulty when drawing from vials equipped with the device cannot be confirmed or replicated. However, during the test stick down in the used sample was noted, when sample was inspected, nothing wrong was noted, the probable cause of the stick down is unknown.